Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with gentamicin injection (80mg, discontinued after 7 days) for peritonitis. On an unknown date, pd therapy was discontinued. Seven days after the event onset, the patient's pd catheter was removed and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient remained hospitalized (for hd process) and the patient was recovered from the event. No additional information is available.